Manufacturer narrative:
Device¿s voltage is currently at eri level. This device was implanted for 5.39 years, which exceeded the device's 4.92 year projected longevity. The device has reached its eri level as expected and is considered normal battery depletion.

Event description:
During follow-up, the device was found to be in eri, the physician alleges premature battery depletion. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to be in eri, the physician alleges premature battery depletion. The device will be explanted and replaced. The patient is stable.